Manufacturer narrative:
Result: broken head-end lift coupler motor. Motion interrupt pan was damaged.

Event description:
It was reported by service report that the bed was stuck at a high height position, and the motion interrupt pan was damaged. No pt involvement or adverse consequences were reported.